Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp expired while connected to the homechoice device the hp expired while connected to the homechoice device used for apd therapy. The hp's family member contacted the dialysis facility in 2002 to report that the hp was found expired in bed while connected to the homechoice device. At the time the hp was found the device displayed "end of therapy", which indicates successful completion of the apd therapy had occurred. The hcp relates it is not known if the hp expired post-therapy or while therapy was taking place. The nurse mgr at the dialysis facility suspects that the hp expired due to co-morbid conditions, however, no further info regarding the cause of death was provided.